Manufacturer narrative:
The actual device was not available; however, six (6) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed on two (2) samples and the device performed according product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV access valve would not flow. This issue was identified during priming. There was no patient involvement. No additional information is available.